Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the reported positive culture event could not be determined. The event was not confirmed as the scope was not microbiologically tested by olympus. Additionally, a definitive root cause the reported ¿device used three times before culture test results were available¿ event could not be determined, however, it is believed that there was a difference in understanding regarding the handling of equipment between olympus's recommendations and the facility. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." In addition, the following non-reportable malfunctions were found during the device evaluation: water tightness was lost due to deformation of the up/down and right/left knobs, the angulation in the up direction was out of standard, the distal end was deformed, the scope case unit was deformed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The physical device evaluation has not been completed. The customer informed olympus that the device was used in 3 procedures between the first sample date and the first test result date. The last date the device was used for a procedure was (B)(6) 2023. The last date the device was reprocessed was (B)(6) 2023. The device was quarantined without being used after confirming positive microbiological test results. The device was reprocessed before it underwent a microbiological test. The device was stored in the dsc 8000 cabinet after being reprocessed, and the sample was collected after storage. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility before it returned to olympus. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus asset colonovideoscope tested positive on (B)(6) 2023, for < 15 colony forming units (cfus) of pseudomonas aeruginosa. The device was retested on (B)(6) 2023. The second test result was positive for <15 cfus of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient identifiers: (B)(6).